Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "patient had extension instability, revised using distal augments and zimmer femoral cone." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in (B) (6) 2009.